Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside a non-boston scientific stent protector. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device from the lesion site. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x32mm promus element plus stent was selected to treat the lesion but did not cross the lesion. Upon retrieval, a protruding strut on the proximal end of the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x32mm promus element plus stent was selected to treat the lesion but did not cross the lesion. Upon retrieval, a protruding strut on the proximal end of the stent was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.